Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The target lesion was located in the proximal left anterior descending artery with 70% stenosis and was 8 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with direct stent placement using a 3.00 mm x 16 mm taxus liberte stent. Following post-dilatation, residual stenosis was 10%. The patient was discharged the next day on aspirin and prasugrel. At 359 days post-index procedure, the patient presented with unstable angina. Cardiac enzymes were elevated, ECG's showed no acute changes. The patient underwent coronary artery bypass grafting with a lima to the lad; and an svg to the 1st obtuse marginal. The patient was discharged 4 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).